Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. The customer is not reporting issues with any other assay or result to date. No qc or system check data was supplied to date. Service was not dispatched for this event. The sample is being sent to the customer product line support (cpls) for interference testing. Root cause is pending cpls results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected result, above the normal reference range, for thyroid stimulating hormone (tsh) that was discordant to an alternate method, generated by the unicel dxi 800 access immunoassay system. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.